Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy with lysis of adhesions during mesh implantation. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and has undergone additional surgeries and revisionary procedures, including repair surgeries on (B)(6) 2010 and (B)(6) 2010. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy.

Manufacturer narrative:
(B)94). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh; due to sui with intrinsic sphincter deficiency and previous ectopic pregnancy with known abdominal adhesions. It was reported that the patient underwent suburethral dissection, release of scar tissue, urethral dilation and cystoscopy on (B)(6) 2010 due to recurrent urinary tract infections and urinary urge. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent resection of the mesh on (B)(6) 2010 due to urinary retention. It was also reported that the patient underwent a resection of mesh on (B)(6) 2011 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent burch colsuspension surgery on (B)(6) 2011.

Event description:
It was reported that on (B)(6) 2010 the patient underwent a laparoscopic assisted vaginal hysterectomy with lysis of adhesions and mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and has undergone additional surgeries and revisionary procedures, including repair surgeries on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.